Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000 console, all machines were currently slow and sluggish. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem and section d medical device brand name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was down. A field service engineer was informed by customer that entire network was down issue was due to internal network customer reported intermittent network problems communication was confirmed from console remote smart service was not compatible with windows 7 and 4000s at this time. The system functioned as intended after the field service engineer investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the machines were down. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.